Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a flat line in all leads when in semi-auto mode. The complainant indicated that there was no pt involvement in the reported failure.